Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: photo investigation: visual inspection of the returned photos found that the device's shaft is bent. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the hd c-mnt scp,2.7,30,75,mitek would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.,according to the information received, it was reported that shaft of the scope appears to have become bent. Device investigation: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: repair level 3 major repair - other damages caused by customer - outer tube damaged, needle outer tube dent(s) outer tube bent badly - outer tube damaged, distal tip distal tip damaged major scratches/nicks - outer tube body / light post sidearm damaged nicks/scratches - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/scratched visual : scratched/nicked,broken (2+ pieces) : chipped/shaved/delaminated,visual : deformed/bent per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the hd c-mnt scp,2.7,30,75,mitek device was broken (2+ pieces) : chipped/shaved/delaminated. It was reported in the service order that the shaft of the scope appears to have become bent. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2026. All available information has been disclosed.